Manufacturer narrative:
As the product has not been returned for analysis it is not possible to identify clearly the root cause. But the information provided suggests that the instrument has never been checked and overhauled in a certified repair shop since it was put into operation over 4 years ago. This is an indication that heating occurred due to normal wear of spinning parts, such as e.g. Ball bearings. Advanced wear increases friction and thus the temperature. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a crown preparation on tooth #3 the patient seemed a bit jumpy. Then it was noticed that there was a burn trauma of a white ulcerated lesion on the cheek. Location was right side buccal mucosa, near rt commissure, extended a bit extraorally, approximately 4mm x 4mm in size. Dentist put some vaseline and bacitracin on the burn, but there was no medical intervention necessary related to the burn. The patient declined a formal follow-up appointment for the burn.